Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during femoral burring in a navio assisted tka surgery, the handpiece was making a loud screeching noise. The procedure was completed, without delay, using the same device, and the patient was not harmed. After the case, during instrument disassembly, it was noticed that the distal tip of the navio long attachment, where the bur is inserted, was flared out. The investigation found that the long attachment was not facilitating the bur loading due to loose bearings within the device, causing an obstruction.

Manufacturer narrative:
H3, h6: the navio long attachment, part number pfsr110006, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found related issues. The complaint was visually confirmed. The tip of the long attachment was trumpeted out. A functional evaluation was unable to be performed as the device could not facilitate loading a bur due to loose bearings withing the long attachment causing an obstruction. The most likely cause of this event is wear of the device due normal use. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and the owner has been notified to consider further escalation action. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.